Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Citation: j gastrointest surg (2013) 17:2051¿2058. Doi 10.1007/s11605-013-2382-3.

Event description:
It was reported in journal article ¿clinical application of mucosal valve technique for anastomosis during esophagogastrostomy¿ that suture was used in a layer-to-layer mucosal valve technique during intrathoracic esophagogastrostomy. The study compared the efficacy in prevention of anastomotic complications using layer-to-layer mucosal valve technique for esophagogastric intrathoracic anastomosis after resection for esophageal and gastric cardiac carcinoma. For layer-to-layer valve anastomosis, the procedure involved stitching the rear mucosal layers with suture in everted interrupted stitches to achieve mucosa-to-mucosa approximation. Overall postoperative complications in the lm group were: dysphagia, anastomotic stricture, anastomotic dilation, asymptomatic reflux, esophagitis. Dysphagia is the most frequently mentioned symptoms associated with anastomotic stricture. ¿in conclusion, the layered mucosal valve esophagogastric anastomosis is a safe and effective anastomotic technique, which can significantly diminish the incidence of anastomotic complications." Additional information will be requested.

Manufacturer narrative:
Product complaint # ==> pc-000061814 additional information was requested and the following was obtained: were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon product vicryl plus or vicryl suture caused and/or contributed to the adverse events described in the article, specifically: anastomotic stricture, esophagitis, dysphagia, anastomotic dilation, asymptomatic reflux? Can specific patient demographics be provided for the subjects of this article? If so, please also include: patient initials, initial procedure date, pre-existing conditions, specific medical/surgical intervention per patient. Is the product code and lot number available for any of the ethicon devices used? No further information.